Event description:
A caller reported a sensor malfunction due to a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump, and the caller successfully initiated a new sensor session without the error recurring.